Event description:
It was reported that within a month post implant the patient's right ventricular (rv) lead became dislodged. The physician attempted to reposition the rv lead, but during the procedure the rv lead perforated the right ventricle, resulting in a pericardial effusion. The lead was explanted and the rv port was plugged. A new rv lead will be considered once the pericardial effusion is resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).